Event description:
Allergan representative reported a lap-band replacement due to alleged band tubing leak. The problem was first noted due to pt report of lack of restriction. The surgeon attempted to withdraw saline from the port and found none in the band. The leak was confirmed when a fluoroscopy was performed prior to surgery. An injection of methylene blue used during the procedure "showed a leak 5-7cm from the taper area of the band." Additional follow-up is in progress.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The access port connector associated with this report has not been returned to allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."